Event description:
It was reported fluoroscopy revealed insulation anomaly. The patient alleges to have received several shocks. The patient does not prefer to undergo through any procedures. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.